Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a right frontal craniotomy for resection of a tumor when the tip cover melted. There were no patient or user injuries, and no adverse consequences.